Event description:
Mallinckrodt (B)(6) reports via (B)(4) four customer reported extravasation (s). This is 2 of 4. While CT diagnostic contrast media and or saline solution extravasated. IV access device, braun braunule blue 0.9 mm or pink 1.1 mm. Pt male, (B)(6). Treatment with heparin. Pt is well. On (B)(6): mallinckrodt (B)(6) reports: CT thorax with accupaque 300. Injection protocol of flow 3.5ml, 100ml contrast and 40 ml of saline, pressure limit 284. Approximately 80ml fluid extravasation.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.